Event description:
It was reported that the right ventricular (rv) lead triggered an alert for a high impedance spike, short interval counts (sic) episodes, and noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed. A proximal portion was received measuring 21.5 cm. Analysis was performed and no anomalies were found. Concomitant products: (B)(4) implantable cardioverter defibrillator 2007 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. There were no anomalies observed on the returned lead proximal segment. All electrical testing was within specified parameters. The full lead was not returned. 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2013. Weekly pace lead trend data shows a spike increase for max rv pace= 384 to 2240 to 464 ohms range between (B)(6) 2013.